Event description:
A surgeon reported that a pt describes seeing light and dark areas generated by light sources entering temporally. The association between this event and the intraocular lens (iol) is not known.